Event description:
A report was received indicating a patient developed endocarditis after an urology procedure. The patient required six weeks of antibiotic therapy. Seven months later, the patient presented with a 3cm vegetation and a decision was made to explant the sapien valve. Another 26mm sapien valve was implanted. The timeframe between the transapical tavr procedure and the onset of endocarditis is unknown.

Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprosthesis is remote. The details of this case cannot be confirmed. Edwards lifesciences requested medical records from the medical facility treating this patient for endocarditis, yet the request for medical records was denied. The interval between the tavr procedure and the first occurrence of endocarditis cannot be confirmed, however the patient was diagnosed with endocarditis following an urology procedure. Approximately fourteen months post tavr, the sapien valve was explanted due to reoccurrence of infection and vegetation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.